Manufacturer narrative:
A titan pump and two cylinders were received for evaluation. The inlet tubing with the connector was detached for testing purposes. Examination and testing of the returned components revealed no functional abnormalities with the pump, connector/tubing segment, cylinder 1 or cylinder 2. The information received indicated the device was not able to cycle; however, because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the device seemed to have problems cycling / was not cycling. At explant, the tubing and rear tip of the devices were cut by the physician to see if it was a tubing issue. When that did not work, the device was replaced.